Manufacturer narrative:
A united states customer contacted a siemens customer care center regarding "abnormal assay" flags on beta human chorionic gonadotropin (bhcg) patient results. Quality controls recovered within customer's acceptable ranges when the "abnormal assay" flags were obtained on the patient sample. The customer recalibrated the assay, resetted the readvf result monitor and resolved the issue. The dimension vista operator's guide indicates that results with "abnormal assay" flags should not be reported. The customer practice of reporting a flagged result is a use error. Siemens is filing this report in an abundance of caution. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A flagged beta human chorionic gonadotropin (bhcg) result of <1 miu/ml was obtained on a patient sample on a dimension vista 500 instrument. The result was flagged for "abnormal assay" and was reported to the physician(s), who did not questioned it. The customer is unable to confirm if the flagged bhcg result was discordant since they did not repeat the sample. There are no known reports of patient intervention or adverse health consequences due to the flagged bhcg result.